Event description:
On (B)(6) 2013, the reporter contacted animas, alleging multiple call service alarm (cs 052/053/054/055 sleep) issue. It was reported the issue occurred following battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed multiple related call service alarms. Investigation revealed the pump powered on with audio tones, vibration, and a display screen functioning per specification. The pump was able to successfully complete a prime sequence and 24-hour exercise test without issue. Inspection of the pump¿s internal components found no damage or defect.